Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely low glucose results generated by the unicel dxc 800 pro synchron clinical systems for multiple patients. The erroneous results were not reported out of the lab. The samples were repeated and higher results were obtained. There was no affect to patient or user associated with this event.

Manufacturer narrative:
A field service engineer (fse) was on-site. The fse replaced the electrode and the glucose module reagent pump. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.